Event description:
Wire was used by radiologist to position PICC line. "Snap" heard when withdrawing wire. Line was immediately aspirated w/ 1cm fragment retrieved in syringe. User believes another fragment remains in pt. Decision made to not attempt to retrieve fragment.